Event description:
It was reported that when the ventilator switched from no invasive nava (neurally adjusted ventilatory assist) to the backup ventilation the peep (positive end expiratory pressure) dropped to zero. The pt saturation decreased and subsequently, the pt and saturation levels stabilized. (B)(4).

Manufacturer narrative:
(B)(4).